Event description:
The customer reported that fluorescein dye leaked from the syringe during use, specifically from the plunger side. No information was received regarding any serious injury as a result of this product issue.